Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Per the quality inspection it was found that the motor pinion was non-conforming causing the device to operate at a higher temperature due to the increased resistance added to the drivetrain. The motor assembly has been replaced to correct the failure of the device. Add'l worn components have been replaced in the service process as preventative maintenance.

Event description:
It was reported that during a routine equipment eval conducted at the user facility by a MFR service tech, the device generated heat on the hand grip. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.